Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection identified no anomalies. Review of device memory noted two battery faults had been logged. Testing was completed and no high current drains were identified. The device case was removed. The battery voltage was 2.89 volts. It was removed and replaced with an external power source. The device was tested with the external power source attached and, again, no high current drains were noted. The battery was sent for detailed testing. A cathode insulating tube tear was identified. This tube is intended to prevent contact between the cathode tabs and the can itself. This tear could have resulted in contact being made between the cathode tabs and the can, resulting in shorting, and causing the observed premature battery depletion.